Manufacturer narrative:
Upon receipt of the injury the customer care team will request that the customer participates in remote thermal testing. This testing can determine whether the pump is operating within its allowable temperature limits. The customer care team was able to send a replacement however the customer did not respond further regarding the thermal checks or the return of the product and therefore no testing could be carried out and the product could not be returned. Therefore, it cannot be concluded that the pump malfunctioned and therefore caused burns/blistering.

Event description:
Customer reported on 04 jan 2024 from the us that the elvie pump has caused her blisters. She visited her lactation specialist who told her it looked like her nipples have been burnt. The customer mentions the blisters are now being treated as a burn wound however does not mention if medical treatment was required or not.